Manufacturer narrative:
Two (2) used double arm meniscal repair needles were returned to conmed for evaluation on 25-feb-2016. Visual examination by the supplier quality engineer manager found only one of the two returned needles was in fact "broken". Both of the needles were severely mis-shaped. The unit assembly that presented with the needle tip still intact appears to have a properly shaped tip which is visibly sharp. Micrographic review of the break area of the damaged needle shows evidence of contact with an object sufficient to gouge and move the steel material at the surface. This appearance would be consistent with contact to another metal object, like a tool. The needle also demonstrates a bend in the area of the breakage. The needle assembly shows clear evidence of the application of excessive force, sufficient to mis-shape the entire assembly. In this instance, micrographic review shows evidence of contact with another object, sufficient to gouge the needle surface, at the point of breakage. These anomalies are not the result of a manufacturing defect. Based on the investigation findings, it is believed that the most likely cause of the reported breakage is due to excessive force and/or a possible misuse of the device. This lot was manufactured on 25-nov-2015. Of the lot containing (B)(4) units, there was one other complaint of "needle tip breakage" received from the same customer for this item and lot number combination. In addition, a 2-year review of the device complaint history report showed there have been two other reports of the "needle tip breakage" received. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk related to the needle tip breakage has been evaluated as acceptable. The double armed suture needle is an implantable suture device which facilitates percutaneous or endoscopic soft tissue repairs, including the repair of the meniscus. To reduce the risk of needle tip breakage and patient injury, the information for use (IFU) provides the user the following precautions and warnings: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. The double armed suture needle should only be used with the designated surgical instruments as outlined above. The device should be inspected for damage prior to use. Do not use a damaged device. It is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. The risk of premature failure is reduced by following the specified instructions for use listed below. Improper insertion technique may cause breakage of the device or suture or premature failure.

Manufacturer narrative:
To date, this device has not been returned from the user facility for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
The user facility reported that during use of the double arm meniscal repair needle in a knee arthroscopy/meniscal repair procedure, the needle was broken off in the surgical site. Attempt was made to retrieve the broken pieces, "but there were a couple small pieces of the needle that couldn't be retrieved". The procedure went on and was otherwise completed successfully with the use of a like-needle from a different lot number. The (B)(6), female patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.